Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device broke in the patient and was retrieved successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device broke in the patient and was retrieved successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.